Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted the mesh was attached to the entire left side of the rectus, several loops of small bowel were adhered to the mesh creating the necessity for bowel resection. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/07/2022. It was reported that the patient experienced small bowel obstruction, edema, and recurrent incarcerated incisional hernia following surgery.